Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that they experienced hyperglycemia. The customer¿s blood glucose level was 26.9 mmol/l. The customer reported that the insulin pump received no delivery alarm. The customer took the reservoir out of the insulin pump and push the plunger, no insulin drop from infusion set. The device will be returned for analysis.